Event description:
The manufacturer received information alleging a ventilator service required alarm occurred on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. The customers state that after charging the trilogy 100 ventilator there is no battery life and a ¿vent service required¿ message occurred. Philips is currently investigating this complaint. A supplemental report will be submitted as due.